Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator was starting to erode through the skin. The entire system was explanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.